Event description:
The pt underwent corrective surgery for scoliosis in 2004. 3m's red dot ECG monitoring electrode, catalog no 2560 was used during the procedure. The initial rptr stated that hyperpigmentation occurred under the area where the ECG electrode was placed and that this hyperpigmentation has not yet been resolved.